Manufacturer narrative:
A customer contacted haemotics on (B)(6) 2009 to report a blood spill inside of the orthopat machine. No donor or operator injury or reaction was reported. Upon eval of the device a blown fuse was found which indicated a blood spill. The damaged fuse was replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).

Event description:
A customer contacted haemotics on (B)(6) 2009 to report a blood spill inside of the orthopat machine. No donor or operator injury or reaction was reported.